Event description:
It was reported that the patient was hospitalized for chest pain, palpitations during premature ventricular contractions (pvcs) and non-sustained ventricular tachycardia (nsvt) episodes. A 19-beat run on nsvt episodes was observed on (B)(6) 2024. The device was interrogated on (B)(6) 2024, but no electrocardiograms (ecgs) were present. Upon evaluation of the telemetry strip and programmed parameters the following day by technical services, intermittent under sensing was suggested as a reason why no stored episodes were stored from (B)(6) 2024. Programming changes were recommended and completed to improve detection and storage of the episodes. The physician expressed concerns over the recording and storage of ecgs. The patient was stable throughout.